Event description:
It was reported that the patient underwent an initial knee surgery. Subsequently, the patient was revised due to a periprosthetic fracture approximately 3 years post-op. The tibial component was revised to include a longer stemmed component and cables. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 00588000300 - ng rot. Hinge knee tib plt sz3 - 65514916. 00588000210 - tibial full block augment precoat size 2 10 mm thickness - 64574559. Unknown - unknown femoral component - unknown. 00588004012 - 12mm height size d articular surface with hinge post extension / use with plate 3,4,5,6 / screw enclosed do not discard - 65558884. 66056768 - palacos r+g fast - 63081200. 66044274 - palacospro 75g - l120. G2: foreign country: australia. H6: mechanical (g04) - stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.